Manufacturer narrative:
Block h6: problem code 1484 captures the reportable event of stent premature deployment. Block h10: the hot axios delivery system was received for analysis and the stent was not returned. Visual examination of the returned device found the outer sheath was kinked approximately at 12cm near the luer. No other issues were noted to the delivery system. The reported event of stent premature deployment could not be confirmed; this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The investigation concluded that the reported event was likely due to factors encountered during the procedure. It may be the handling of the device while pushing the first flange against the cyst wall and the handling of the device throughout the procedure could have contributed to the reported event of the stent prematurely deploying and the observed failure of outer sheath kinked. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted during a procedure performed on march 9, 2020. According to the complainant, during the procedure, when the stent was deployed, the second flange deployed prematurely without the physician deploying the second flange. It is unknown how the hot axios stent was removed from the patient and it is unknown how the procedure was completed. There were no patient complications reported as a result of this event. Boston scientific has been unable obtain additional information regarding the circumstances surrounding the event to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the stent was deployed, the second flange deployed prematurely without the physician deploying the second flange. It is unknown how the hot axios stent was removed from the patient and it is unknown how the procedure was completed. There were no patient complications reported as a result of this event. Boston scientific has been unable obtain additional information regarding the circumstances surrounding the event to date. Should additional relevant details become available, a supplemental report will be submitted.